Event description:
The pt stated that she experienced inflammation and pain at her infusion site while wearing a specific model of infusion set. She also reported pain while removing the infusion set headset adhesive. She stated that the site "remained red for quite some time" following removal of the headset. She reported wearing the headset for only two days as described in product labeling, and she did not use dressing or a remover. She stated that she washes with soap and swabs the infusion site with an alcohol wipe prior to insertion of the headset. She stated that she has sensitive skin and is allergic to some adhesives. She stated that she was not certain if the inflammation was related to the headset adhesive or needle/cannula. She transitioned to a different model of infusion set and the inflammation did not reoccur. The pt did not report blood glucose concerns related to this issue. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The pt is visually impaired and stated that she was unable to verify catalog and lot information at the time of the report. The product was requested to be returned for eval.